Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency room due to high blood glucose on (B)(6) 2022 with blood glucose of 417 mg/dl. The customer's blood glucose was below 40 mg/dl. The customer did experienced the symptoms such as throwing up acid and smelling acid. Low blood glucose level was treated with food. No further complications were reported. The customer will continue to use the device.